Manufacturer narrative:
The daughter mentioned that she was not looking to repair the wheelchair but to purchase a new chair. Sunrise medical's regulatory specialist researched the service history of this wheelchair and did not find any previous complaints or replacement service parts orders since the chair's january 2014 manufacture date. The owner's manual states on page 25, section a. Warning 1. Inspect and maintain this chair strictly per chart. 2. If you detect a problem, make sure to service or repair the chair before use. 3. At least once a year, have a complete inspection, safety check and service of your chair made by an authorized supplier. The owner's manual maintenance chart does reference that the wheels, tires, spokes and quick-release axles should be checked every 3 months. Sunrise medical's customer service representative did provide the daughter with two sunrise medical authorized dealers, dme shoppe and numotion that could assist her with any repairs to the wheelchair or a full replacement of the chair. However, sunrise medical has not received any calls to date regarding this wheelchair from either of the two dealers. Sunrise medical's regulatory specialist attempted to call the daughter on 9/23/19 to follow up with her and see if she was able to establish contact with either of the dealers and to also offer any assistance she may need in getting the chair serviced or replaced. However, the daughter did not answer the call and a voice message was left with the regulatory specialist's contact information. Sunrise medical has not received a call back from the daughter since the filing of this report. Since there was no history of the chair ever being serviced and no other information was provided detailing the circumstances in which the incident occurred, sunrise medical's regulatory specialist has determined that the most likely root cause for the failure to be a lack of maintenance. If additional information is provided by the daughter or a dealer that changes the assigned root cause, a supplemental report may be filed.

Event description:
Per end user's daughter, she is seeking to replace her father's wheelchair. She stated her father needs a new wheelchair because the bearings, wheels and axles are falling out and are no longer stable on the chair. This has caused him to fall out of the chair and break his leg. He did seek medical attention for his leg.